Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a left ventricular (lv) lead was explanted the day after initial implant due to an unspecified product performance issue. Additional information indicated that the lead was explanted due to diaphragmatic stimulation. Surgical intervention was required to remove the lead. No additional adverse patient effects were reported.